Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was difficult to place the his bundle pacing lead. The lead exhibited high thresholds and intermittent low impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.